Manufacturer narrative:
Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a crack on the preloaded monofocal intraocular lens (iol) during implantation. The account indicated that there was no resistance when turning the plunger and the device setting was performed with balanced salt solution (bss). No patient injury was reported. No medical intervention was required. Through follow-up, we learned that the physician prepared the device and the bss was introduced from the cartridge canopy at room temperature. The plunger was pushed forward and was not returned during the iol release. The patient was not hospitalized. No further information was provided.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes device evaluation: the device was inspected under magnification. The complaint handpiece was received with the plunger rod completely retracted. Viscoelastic residue was distributed through the length of the cartridge and the cartridge tip displayed stress marks; however, the stress marks were in specification for a used device. The lens module was inspected and presented with no viscoelastic residue or damage. The device assembly was inspected and presented with no issues. The plunger rod advancement was inspected and presented with no abnormal resistance. No lens was received for evaluation. The customer provided photographs that were evaluated. The photographs were slit-lamp photographs of the suspect lens inside the patient's eye. A scratch was observed on the edge of the lens. Based on previous clinical advice, due to the location and characteristics of the scratch like mark, it is not expected for the mark to impact the optical function of the lens; however, the definitive impact and incident root cause cannot be determined from a photograph assessment. The complaint issue "lens damaged" was not identified during photograph and product evaluation. The observed "cosmetic issues" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Manufacturing records review: the manufacturing records for the product were reviewed. The device was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.